Event description:
Device issue: shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that during the procedure in the tortuous circumflex artery, after advancement of a non-abbott guidewire and pre-dilatation, the xience v stent system was advanced to the lesion, but could not cross the lesion due to the angle of the ostium. Additional attempts were made to advance the stent system; however, the distal shaft separated into two pieces, but remained on the guide wire. The entire stent system was removed over the guide wire. Coronary artery bypass graft surgery was performed to complete the procedure. There was no adverse pt sequela.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.